Event description:
It is reported in the october 2007 journal article that the device was revised 23 months post op. At revision, the liner was found to be fractured. X-rays at 14 and 18 months showed progressive cup abduction and patient had begun to experience subluxation.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Evaluation summary: the high inclination angle of the cup as indicated in the journal article likely contributed to the liner fracture. Cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.